Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 had failed to close. A field service engineer (fse) shut down the station, removed the rear panel, and confirmed that there was no obstruction preventing the drawer from closing. The drawer was then removed, and a broken inseparable was identified and replaced. After reinstalling the drawer, the station was restarted. The drawer was tested using the hardware test application and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 failed to close and cubies opening slowly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.